Event description:
The surgeon reported low vacuum. The surgeon completed the cataract extraction manually (ecce). No cases were postponed or cancelled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and replaced the transducer plate. The transducer plate will be sent for in-house eval. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any additional reports for this system. (B) (4). Alternate procedure performed. (B) (4). (B) (4).